Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a vls laparocele procedure and absorbable straps were used. The straps of the device fell down from the tip instead of being fired. The procedure was completed using another like device. There were no adverse patient consequences.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Fire testing was not conducted because trigger was difficult to operate, device was fully dispensed, additionally it was jammed then it was disassembled and the prongs of the fork were found deformed as indicative of the device was impacted into bone or another hard surface. The device did not work properly due the prongs of insertion fork were not designed to hit on hard surfaces, then when accidentally this happened the internal components in cannula shaft cannot slide properly.